Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 in the middle of the night for hyperglycemia and diabetic ketoacidosis (dka).it was reported that the customer was admitted to the emergency room and was hospitalized for diabetic ketoacidosis (dka). It was reported that the customer had high blood glucose levels of 35 mmol/l and the current blood glucose levels was 8.3 mmol/l. The customer reported that they experienced symptoms related to the high blood glucose included such as vomiting and stomach pain. It was reported that the customer was treated with intravenous drip. It was reported that the insulin pump received several no delivery alarms even after changing the infusion sets. It was reported that the customer does not alleged for under delivering of the insulin. Troubleshooting was performed. The customer declined to check for the site issues. It was reported that the settings were correct on the insulin pump. During the call, the customer was unable to complete the troubleshooting. Product is not expected to return.